Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. Customer loaded a new cartridge to resolve the issue. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.